Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s dexcom g7 sensor displayed a glucose value of 105 mg/dl with two down arrows, prompting the user to consume carbohydrates (pudding and ginger ale); a subsequent fingerstick measured 267 mg/dl, the sensor was replaced, and the call was transferred to dexcom for replacement support. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and education with guidance to monitor blood glucose and contact support as needed. Investigation of this case revealed sensor inaccuracy suspected on the continuous glucose monitor, with resolution through sensor replacement and ongoing monitoring. It was concluded, based on previously established findings for similar reports, that sensor performance variability was the likely cause.